Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding an implanted pump system for non-malignant pain. The pump was used to deliver prialt (ziconotide). Concentration and dose information was not reported. It was reported that recurrent pump motor stalls occurred, beginning on (B)(6) 2022. Three other stalls occurred on (B)(6) 2022, and lasted for roughly 30 minutes to 2 hours. No patient symptoms or complications were reported.

Event description:
Additional information received from the healthcare provider (hcp) reported that the motor stalls occurred on (B)(6)2022 at 7:39pm with recovery at 8:04pm, (B)(6)2022 at 5:15pm with recovery at 5:31pm, (B)(6)2022 at 9:59pm with recovery at 11:57pm, and 2022-oct-31 at 4:33pm with recovery at 5:43pm. The patient denied any changes to pain relief or any other side effects at the time of the alarming; however, the patient did report that they had an ipad in which the patient noticed interference when having the ipad around the region of the pump as well as burning or stinging pain at the pump site. The patient will monitor for any additional alarms and journal if the patient was around any magnetic material, phone, or ipad. The patient will return in 2-3 weeks for pump adjustment/further discussion.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.